Event description:
It was reported that the pump was involved in an overdelivery of heparin. One of the pump channels was programmed at 6 ml/hr, however the 250 ml container emptied in only one hour. The pt was given protamine sulfate for an elevated ptt level and returned to pre-incident status. No add'l medical or surgical intervention was required.